Event description:
This lead was implanted on (B)(6) 2011. And explanted on (B)(6) 2011, due to an infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).